Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type fpa. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer push button blood collection set had molding defect. No serious injury or medical intervention reported.